Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400: 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for high blood glucose (bg) levels and large ketones. Patient¿s blood glucose reached 400 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Patient¿s dad said basal was changed from .72 to .80 on wednesday. As treatment, patient was given intravenous fluids and saline. There was blood work done to make sure that the patient did not have diabetic ketoacidosis (dka). Patient¿s dad no longer has the pod so device is not available for return.